Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue with the implantable neurostimulator 97715 intellis adaptivestim pain, which was implanted and remains in service. The patient experienced new pain unrelated to baseline, specifically in the left leg. Troubleshooting steps included connections and impedance checks during a reprogramming session with the patient. The values were greater than 40,000. The patient was programmed around the impedance issues to address both previous chronic pain and the new pain. The patient was satisfied with the programming. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.